Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 04/14/2025: the case was delayed 10 minutes as the surgeon had to remove the broken drill bit from the patient. No additional anesthesia was administered to the patient. The case was completed using a solid 2.6 drill since the cannulated 2.6 drill broke. No adverse effects or significant damage was reported on or after the surgery on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including excessive force, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was confirmed based on the customer's attached picture were the drill is displayed broken next to a bent guide wire.

Event description:
On 03/24/2025, it was reported by a sales representative via email that an ar-9928bck-mis mis fibertak achilles speedbridge had the cannulated 2.6 drill bit break off inside of the patient when drilling for the mis achilles speedbridge procedure on (B)(6) 2025. The first drill hole worked smoothly and it was observed the patient had hard bone. The surgeon went to drill for the second drill hole, and the drill bit broke halfway when drilling down to the positive stop. The surgeon was able to remove the broken piece from the patient and they were able to complete the surgery successfully. This was discovered during use. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.